Event description:
Patient reported "ultrasound showed that the implant was ruptured, feel pain chest". These implants were discontinued, fear breast cancer caused by these implants". Patient later reported "implant torn". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.